Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was in hospital for leg amputation. The customer receive no delivery alarm but insulin was exited. The customer¿s blood glucose level was 285 mg/dl. The customer also stated that they were unable to see the screen. Troubleshooting was performed. The product will not be returned for analysis.